Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a patient underwent a novasure ablation procedure on (B)(6) 2024, which was successfully completed. However, when they removed the device from the uterine cavity, the clinician noticed small hole in the array net. As indicated, the device was checked, including the array examination, prior to inserting the device in the cavity, and it was intact. Once the array damages were found post-ablation, the clinician did a hysteroscopy check and could not see anything of concern inside the patient: no mesh from the array was detached inside the cavity. There was no patient injury / impact at all. The involved device was discarded by the facility. No additional information available.